Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a leak around the chain connector. The issue was found during reprocessing. Inspection and testing of the returned device found that there was a gap between the acoustic lens and the ultrasound probe, and the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, a leakage on the scope connector was found. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe, and the acoustic lens was peeled causing the displayed ultrasound image to be defective. Additional findings include the following: the elevator channel plug was loose, the up / down knob could not be locked securely due to wear of the forceps elevator lever, the grip had a scratch, the air / water cylinder had discoloration, the forceps elevator had a scratch, water tightness was lost due to a deformation on the scope connector / a crack on the scope connector / damage on the guide pin of the electrical connector, the number of missing elements exceeds the standard value due to damage on the ultrasonic cable, the acoustic lens had a chip, the adhesive around the light guide lens had wear, the light guide lens had a scratch, the adhesive on the bending section cover had wear / had a chip, the connecting tube had a scratch, the bending angle in the right direction did not meet standard value due to wear of the angle wire, the ultrasonic probe was loose, and the universal cord had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.